Manufacturer narrative:
Analysis of the ins (serial no. (B)(4) found no anomaly. Product analysis #(B)(4): analysis information -- 2019-04-09 12:55:49 cst pli# 20 product ID# 37602, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See regulatory report # 3004209178-2019-02850 for other implantable neurostimulator (B)(4) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the battery voltage of the primary cell device before implantation was 3.08v. The usual battery voltage was 3.1v or greater. No environmental/external/patient factors were thought to have led or contributed to the issue. No diagnostics/troubleshooting was done. The device was never implanted and another product was used. The issue was not resolved at the time of the report. No complications were reported or anticipated. No additional information received.